Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 414 mg/dl at the time of incident. It was unknown that auto mode feature was active. Customer was assisted with troubleshooting for high blood glucose level. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.